Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was recently hospitalized due to diabetic ketoacidosis. Blood glucose level at the time of admission was over 600 mg/dl. The customer stated that the high blood glucose level was due to a bent cannula, which cause her to not receive insulin overnight. Customer also reported that she was nauseous, urinating frequently, and had high blood pressure. The customer stated that the insulin pump was tested by a diabetes educator and showed no signs of malfunction. The insulin pump was not replaced or returned for analysis.